Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Reportedly, the customer fell onto their pump and the pump touch screen cracked and became unresponsive and unreadable. Customer¿s blood glucose level was 131 mg/dl. The customer reverted to an alternate method in insulin therapy.